Manufacturer narrative:
Section b5: additional information.

Event description:
The alarm resolved when a new ungrounded cable was used. It was also reported that some abnormalities along the external driveline can be felt. The indentation feels like the driveline was crimped/pinched. Log fie captured a slight uptick in overall pump power with power consistently in the 7w range.

Manufacturer narrative:
Section a2 & d4: correction. Section h4: additional information. Manufacturer's investigation conclusion: although the low speed events captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be determined through this investigation. The submitted log file showed 4 intermittent low speed events recorded on (B)(6)2020. All of the low speed events had associated low speed advisory alarms. The lowest pump speed recorded was 5500 rpm and there were no low speed hazard alarms recorded. The pump maintained normal flow parameters and no low flow alarms were recorded. All of the captured events occurred while operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. It was reported the patient had been placed on an ungrounded patient cable and there has not been a reoccurrence of the alarms since the exchange. The patient remains ongoing for vad support and no further issues related to this event have been reported at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that low speed advisories were found upon device interrogation on (B)(6) 2020. There is concern for a short to shield. Log file analysis showed the pump was failing to maintain set speed on (B)(6) 2020 causing low speed advisory alarm. These issues occurred while the patient was connected to the power module.